Event description:
Baxter china reported 1 incident of "malfunction clamp after 1 month of use" with a transfer set. Per affiliate, the clamp can not stop liquid from flowing when the clamp is in closed position. Per affiliate, unable to confirm if patient overtorqued clamp or used any kind of chemical that may have attributed to incident. Per affiliate, issue was noted during use and no patient injury or medical intervention was associated with this incident.